Event description:
The account generated a false depressed alinity c calcium result when processing on the alinity c processing module. On (B)(6) 2022, a patient sample generated alinity c calcium of 2.47 mmol/l, but then the analyzer repeated the test with a repeat result of 0.5 mmol/l. An aspiration error for the sample was also generated. The analyzer did not place the results in exception but released them as is. The results were phoned to the ward and the patient was given calcium IV due to the low laboratory result. The following day, the delta check was significantly different and the physician was notified and the results were amended. The account uses a normal calcium range of 2.20 to 2.55 mmol/l. Through troubleshooting, the account stated a retest rule was set up with training on the instrument and the retest was any result <0.8 and >1.5 (no unit of measure provided). The qa department at the account asked the lab to remove the retest rule. No additional patient information is available. There is no indication that there was harm to the patient.

Manufacturer narrative:
Postal code: a preceding 0 was added to postal code (B)(6) due to system character limitations. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation determined there is normal complaint activity for lot number 28817un21. The trend review by the product list number found no adverse trend. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Review of the corrective and preventative action database found no issue related to the current complaint. Labeling was reviewed and found to adequately address the issue. A review of log files was performed which shows that the sample was actually run 3 times, with the third sample generating the aspiration message code and it did go to exception with no result generated. It¿s possible the sample that generated the 0.5 mmol/l result had some sample volume issue, but not enough to trigger an exception for it; however, when it was sampled a third time, it¿s very possible that the sample cup did not have enough sample and generated the sample aspiration error and went to exception, indicating the analyzer is functioning as intended. Operator error cannot be ruled out as per the log files, the sample was tested a third time and an aspiration error occurred which generated an exception with no result. No product deficiency was identified.